Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 400 mg/dl. The customer was going to deliver a 2 unit bolus but the insulin pump alarmed no delivery. The customer changed the infusion set three times. The customer treated his high blood glucose level with a syringe. The alarm was resolved by changing the complete set. The customer went on a field trip without changing the fill cannula. The device was not returned.